Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml (dose 0.5 mg/ml) via an implanted pump. On (B)(6) 2015 (date of pump implant) the pump was attempted to be updated post-operatively and a telemetry error and stopped pump occurred. The patient was moving at the time and "it stopped." A pump memory error had occurred. What led to the event was the patient possible moving around when trying to update the pump in the operating room (or). The pump was reinterrogated and it was all settings were verified and put back in simple continuous mode with the correct dosage. It was noted it had stopped itself. The physician reconfirmed and then the pump was updated successfully. The issue was resolved at the time of this report and the patient's status was "alive- no injury." The patient's medical history was not reported. No patient symptoms were reported. Surgical intervention did not occur and was not planned. On (B)(6) 2015, additional information was received from a rep via a consumer indicated the patient was doing well and getting pain relief with no problems. It was further reported everything resolved with re-reading the pump.